Manufacturer narrative:
B5 - the patient stated seeing a glare the left eye (os) while night driving and uses artificial tears occasionally as needed. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm tmicl13.7 implantable collamer lens, -10.00/+1.0/088 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to angle closure with elevated intraocular pressure. Another lens was not implanted. Cause of the event was due to the device. Post-op mild corneal edema. The lens was discarded.